Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed on a male patient in interventional radiology. The tip of the catheter broke off while activated. As a result, the clinician used another kit to complete the procedure. There was no delay in treatment and no patient death or complications reported. Follow up information states the piece was never removed from the patient and the patient was not harmed.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a 5 fr. Ptd catheter assembly with the basket deployed and part of the tip missing from the basket assembly. Microscopic examination revealed that 2 mm of the tip remained attached at the base of the distal connector and that the broken end was stretched, twisted and folded over. No other defects or damage were observed on the device. Functional testing was performed with a lab inventory rotator. The catheter and basket performed as expected. Device history record review was performed on the ptd assembly and did not reveal any manufacturing related issues. The IFU warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. Further investigation has been initiated at the manufacturing site.